Event description:
Customer reported issues with sensor glucose verses blood glucose differences. It was reported that customer's sensor glucose, at one point was 138mg/dl, while the insulin pump value was 580mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.